Event description:
It was reported to baxter (B)(4) that the tubing of an interlink IV catheter extension set separated during patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was torn from the female luer and broken (tubing was still present inside of the female luer lock tubing housing). The reported condition was confirmed. Although the condition was confirmed, no root cause was identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.